Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the unit was "smoking, nothing appeared to precipitate". No further information is currently available.